Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 456 mg/dl and 63 mg/dl within 10 minutes. Caller reported symptoms of hypoglycemia, self- treated by eating. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.